Manufacturer narrative:
E1 full establishment name due to character limit: (B)(6) hospital of (B)(6) school of medicine. The device was returned to olympus for inspection and the customer's reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to a defective plug/connector unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had noisy screen. The issue occurred during service/ maintenance. There were no reports of patient involvement.